Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The lead was completely severed from the clik anchor on both ends. The end closest to the ipg was severely frayed. The lead broke in half; all but two contacts were off the lead and clumped up the spine. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not receiving adequate stimulation and the lead contacts were showing high impedances. X-ray confirmed that the lead was snapped in half.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The lead was completely severed from the click anchor on both ends. The end closest to the ipg was severely frayed. The lead broke in half; all but two contacts were off the lead and clumped up the spine. Everything was removed. The contacts were retrieved from the patient's spine. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient was experiencing a burning/shocking type of pain. The patient was prescribed pain medication. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was not receiving adequate stimulation and the lead contacts were showing high impedances. X-ray confirmed that the lead was snapped in half.

Manufacturer narrative:
Additional information was received that pain medications were not prescribed due to pain caused by the device. Patient chose to have the device explanted because the physician could not guarantee that patient could get a new lead in the same spot. Device malfunction was suspected.

Event description:
A report was received that the patient was not receiving adequate stimulation and the lead contacts were showing high impedances. X-ray confirmed that the lead was snapped in half.

Event description:
A report was received that the patient was not receiving adequate stimulation and the lead contacts were showing high impedances. X-ray confirmed that the lead was snapped in half.

Event description:
A report was received that the patient was not receiving adequate stimulation and the lead contacts were showing high impedances. X-ray confirmed that the lead was snapped in half.